Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented in clinic with chest pain, a feeling of heaviness, and tachycardia. It was discovered that the patient was in atrial fibrillation and their pacemaker was blanking every other beat resulting in undersensing. Therefore, programming changes were made to address this issue. The patient was in stable condition.